Event description:
During shift check, the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed in the archive data and during functional testing. The possible root cause of the system error was due to a communication error that caused a latch-up of the processor board. Visual inspection of the returned autopulse platform showed no apparent physical damage. Archive data review showed the occurrence of system error, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).